Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced a high blood glucose and also had a blank display. The customer¿s blood glucose level was 463 mg/dl. The customer was treated with needle. The customer stated that the insulin pump was dead and the display was flashing white. The troubleshooting was performed and was advise to insert new aa battery and display did not return after pump restart. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alarms noted during testing or in the pump trace download. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection.